Event description:
It was reported in (B)(6) of 2010 that the implantable loop recording (ilr) device was undersensing r-waves and that 3 auto activated monitor episodes had been captured. The patient's intrinsic r-wave was measured at 0.16mv. The device was programmed to its most sensitive setting of 0.025mv. On (B)(6), 2010 a caller requested that technical services look at 5 rhythm strips collected from the patient. Oversensing due to noise was noted on 4 of the episodes and one episode was a supra ventricular tachycardia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.